Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the sponge detached from the biopsy cap and was lodge inside the working channel of the scope. The sponge was retrieved using an ercp balloon. The procedure was completed with another rx locking device and biopsy cap. There were no serious injury nor patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be "fine".